Manufacturer narrative:
Review of the device history records for the articular surface did not identify any deviations or anomalies. Insufficient information was provided for tibial plate to perform a review of the device history records. This device is used for treatment. A product history identified no other complaints for the part and lot combination of the articular surface. Product history for the tibial component could not be reviewed. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that pt was revised due to tibia bone fracture, polyethylene debris and osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.